Event description:
It was reported that t2 fell off. All the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that t2 fell off. All the ts were removed." T1, t2 and suture were returned. All had been separated from the delivery needle. The anchors had been cinched closely together. T1 had suture cinched and knotted around it lengthwise which is not conducive to proper anchoring as it does not lay flat to anchor. The depth limiter is slightly flared and misshapen which indicates from probing and tissue resistance. The delivery needle is somewhat flattened. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. A functional test confirmed the device cycled and actuated successfully. No root cause related to the manufacture of the device was confirmed.